Event description:
It was reported that an ilet bionic pancreas sustained a cracked screen that rendered the display unusable, the user was unable to access the device interface, and a replacement device was arranged while the user switched to backup therapy and continued cgm use via the dexcom app or receiver. Symptoms included no injury and no reported changes in blood glucose. Outcomes included interruption of device use, need for backup therapy, and device replacement logistics with data not transferring to the replacement device. Investigation included review of shipping and return logistics and confirmation of device shutdown and data sync prior to return. Investigation of this case revealed physical damage to the display with loss of usability of the user interface. It was concluded that the event was due to device damage to the screen.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.